Event description:
Bd 10ml syringe came out of packaging with no black rubber on the plunger (which creates seal when liquid is drawn). Lot number is 2342134. The item was sequestered in packaging and is located office [redacted number] with apsm.